Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On (B)(6) 2023 (B)(6), employee of intuvie, received a call from (B)(6), patient of ion- high desert oncology, and the following call notes were documented: pt called in with an alarming system error. We powered the unit down, clamped the line, and I instructed him to go into his clinic to have the pump swapped out. I explained with a system error the pump could no longer be used and needs to be replaced. He is heading into the clinic soon. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Device to be returned. On (B)(6) 2023 (B)(6) emailed the local rep for contact information for this facility. On (B)(6) 2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned